Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally delivered too much insulin. The customer's blood glucose (bg) level subsequently decreased to 58 mg/dl. Customer attempted to address bg and consumed carbohydrates. Customer required assistance and emergency services gave glucose to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.